Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicm5_12.1 implantable collamer lens, -13.00 diopter, within the same surgery due to the lens was inserted upside down in the patients left eye (os). There was no patient injury. The lens was replaced during the same surgery with another same model/length lens and the problem was resolved. The cause of the event was unknown. The lens was damaged when removed from the eye.